Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 280 units of insulin. The customer reloaded the cartridge and received an accurate fill estimate. Additionally, the customer reported having elevated blood glucose (bg) levels of 375 mg/dl. Reportedly, the customer suspected the cause of the elevated bg level to be due to not receiving insulin. To address the bg level, the customer changed the infusion site and resumed insulin delivery. Reportedly, the customer's bg level decreased and the customer was no longer having issues at the time of the reported event.